Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 4.2 was failed and the device was not detected on the communication bus. The issue happened during the dispensing, the user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height 4-2 auxiliary pockets failed. A field service engineer released all pockets and cleaned and reseated all row board connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.